Manufacturer narrative:
No end user information provided. The product was evaluated and repaired by an independent repair center. Should additional information become available, a supplemental record will be filed.

Event description:
Per the independent repair center, the customer alleged problem is the unit alarms are not functional, the unit will not start, the power button does not work and it has low o2/yellow light. The key failure is the power switch has a short circuit.